Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to press. The customer's blood glucose value was unknown. Customer stated battery cap was no longer stay tight and insulin squirted during priming instead of dripping. Customer stated insulin pump longer to rewind and small crack near the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had esc, act and up unresponsive buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm, prime/fill or rewind anomaly due to unresponsive button. Motor passed motor test. Unit had stripped battery cap coin slot (p), cracked lcd window.